Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, an insulation issue and a high voltage output issue were suspected on the right ventricular lead. No evidence of lead issues was noted under fluoroscopy, and the electrical measurements of the lead were normal. The lead was capped and replaced. The patient was stable before, during, and after the procedure.